Event description:
The customer reported via phone call that the insulin pump experienced a prime/rewind anomaly. The customer stated that he went to change the infusion set and while filling the tubing, the insulin would not go any further. He stated that no numbers would appear. The customer's blood glucose was 69 mg/dl. He stated that while trying to prime the insulin pump, the device would keep going without slowing down. He was unable to exit the preparing to prime loop. He was advised to hold down the act button until he received a second series of beeps and/or numbers appeared on the display; he stated that he did not receive the second series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.